Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Wang, m., analysis of effect of phacoemulsification of extremely high myopia with cataract. Guide of china medicine; feb.2013/vol.11/no.617-jan-14. Additional information has been requested. The translated literature article was received on (B)(4) 2014. (B)(4).

Event description:
An author of a literature article, guide of china medicine, reported cases of preoperative complications. The author reported that visual acuity with the axial length greater than 30mm was significantly lower than that of the axial length of 27-30mm. The reasons were as follows: for patients with extremely high myopia, during scleral expansion, the choroid did not expand, which resulted in choroidal thinning and atrophy, tearing of bruch's membrane and proliferation of vascular tissue below the choroid, thus leading to severe fundus diseases, including conus around the optic disc, macular choroidal atrophy, lacquer crack, hemorrhage of choroidal neovessels, macular retinoschisis and macular holes. The author reported for eyes with axial length of 27-30 mm, 17 eyes had posterior pole lesions of the fundus affecting the macular center. For eyes with axial length of greater than 30 mm, 12 eyes had posterior pole lesions of the fundus without affecting the macular center, and 23 eyes had posterior pole lesions of the fundus affecting the macular center. Three eyes had visual acuity of less than 20/200, among which 2 eyes had a large area of atrophy found at the posterior pole, and 1 eye had macular hemorrhage. The objective of the study presented in this article was to investigate the effects of using phacoemulsification and artificial lens implantation to treat extremely high myopia cataract patients with an axial length of 27-30mm and an axial length that exceeded 30mm. There are four medical device reports associated with this article. This is for the postoperative complications following cataract surgery for extremely high myopia patients.